Event description:
It was reported that during a l3 to s1 posterior decompression and fusion procedure, the surgeon installed the entire construct and had finished the final tightening of the locking cap and screw to the rod. Final x-rays were taken and it showed that one screw head at l5 had popped off the rod. The surgeon untightened caps, slid the rod down, removed the cap and screw at l5, implanted the screw, slid the rod back and used a new cap to lock down the screw he replaced. All were final tightened. The procedure was completed with not very much time added. This report is for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.